Event description:
It was reported that the unit developed a small burn hole.

Manufacturer narrative:
Preliminary description would indicate that an internal component was damaged by misuse, however, we have been unable to obtain information to confirm this analysis. Appropriate follow-up reports will follow if further information becomes available.